Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor valve was chosen for implantation, using a small flexnav delivery system. The patient presented in sinus rhythm with a membranous septum length of 1.5mm and calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 5mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, a complete atrioventricular block (cavb) was observed during the first deployment. The patient was reported to be hemodynamically stable throughout the procedure. Post procedure, the atrioventricular (av) block was resolved after the procedure, requiring a temporary pacemaker. The patient was reported to be stable.